Manufacturer narrative:
It was reported that a patient underwent placement of an optease filter. According to the information provided the filter subsequently malfunctioned causing injury and damages to the patient, including, but not limited to, a failed removal attempt. The nature and details and the timing of the removal attempt have not been provided. Additional information received on the patient profile form (ppf) indicated that the filter had perforated the inferior vena cava (ivc), where it penetrated between the organs and the burrs on the top and bottom dug in. The form also noted that there were blood clots, clotting and/or occlusion of the ivc and that the filter is unable to be retrieved. There was an unsuccessful retrieval attempt made. The indication for the filter implant was due to dvt and pulmonary embolism (pe) status post head trauma and rib fracture from a car accident, therefore anti-coagulation was contraindicated. The filter was placed via the right common femoral vein and deployed below the level of the renal veins. The patient is reported to have tolerated the procedure well. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. The timing and mechanism of the retrieval difficulty and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post implant images to review the reported, perforation and retrieval difficulty could not be confirmed or further clarified. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from the patient profile form which indicates there was perforation of the filter struts into the organs, where it penetrated between the organs, burns on top and bottom dug in. There are also blood clots, clotting and/or occlusion of the ivc. The filter is unable to be retrieved. The filter is in place for more than 90 days, too risky to attempt retrieval. Future perforation and fracture are likely. There was an unsuccessful retrieval attempt made. The patient has fears of possible failure in the future. The extent of any device failure has not been fully documented by the patient¿s treating medical provider. Medical records received indicate at the reason for filter placement because the patient had a recent car accident, head trauma, and rib fracture who developed dvt and pulmonary embolism. A trapease filter was deployed and after placement proper deployment was confirmed. The reported device was revised from an optease to a trapease filter. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of an optease filter but the filter subsequently malfunctioned causing injury and damages to the patient, including, but not limited to, a failed removal attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported filter retrieval difficulty could not be confirmed and the exact cause could not be determined. The implantation date and attempted retrieval date are unknown at this time. The implant date and attempted retrieval date is not stated in the brief. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief (B)(6) vs. Cordis, the patient underwent placement of an optease filter but the filter subsequently malfunctioned causing injury and damages to the patient, including, but not limited to, a failed removal attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.